Event description:
On 1/3/25 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 1/3/25. On 1/3/25, the user reported experiencing high bg levels throughout the day, leading them to disconnect from the ilet system and switch to secondary therapy. The user contacted beta bionics for guidance but was advised to seek assistance from their healthcare provider (hcp) or urgent care. During a follow-up call, the user stated that their endocrinologist recommended going to the emergency room (ER). On 1/4/25, the user called back and reported a peak blood glucose level of 500 mg/dl lasting approximately seven hours. There were no occlusion alarms or visible insulin leakage at the convatec contact detach infusion site or pump. The user tested for ketones, which were moderate, and followed their ketone action plan. At the ER, they received fluids and an insulin injection to lower their blood glucose. Although the user was initially considered for hospital admission, they declined once their blood glucose stabilized and returned home. The user resumed using the ilet system after discharged. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.